Manufacturer narrative:
Device evaluated by manufacturer - the stent delivery system (sds) was returned for analysis. The proximal section of device was not returned so no serial number could be recorded due to the absence of the moulded hub displaying the device information. A visual examination of the crimped stent found distal stent damage. The four most distal stent rows were raised outwards proximally from the balloon and damaged, contrast media was present on the stent. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage to the profile. The balloon cone profiles were reviewed with no issues noted to the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The proximal section of device was not returned as it was fractured. A visual and tactile examination found no kinks along the hypotube shaft, however, a 0.014 inch guidewire was returned inserted through device. This guide wire was unable to be removed due to the accordion effect of the inner. A visual and tactile examination found inner and outer severely stretched and acccordioned at several locations along length. The midshaft was detached approximately 10 mm from the guide wire exit port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06552. It was reported that during a coronary angioplasty procedure, stent entanglement occurred. The target lesion was located in the first diagonal (d1) and descending artery (da) bifurcation. The physician attempted to place a3.5x20mm in the da and 2.75x12mm in the d1 using a mini crush technique. However the stents were unable to be successfully placed. Upon removal of the two stent systems the stents became tangled inside the guide catheter and at the end were removed from the patient. The procedure was completed using two new stents. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06552. It was reported that during a coronary angioplasty procedure, stent entanglement occurred. The target lesion was located in the first diagonal (d1) and descending artery (da) bifurcation. The physician attempted to place a3.5x20mm in the da and 2.75x12mm in the d1 using a mini crush technique. However the stents were unable to be successfully placed. Upon removal of the two stent systems the stents became tangled inside the guide catheter and at the end were removed from the patient. The procedure was completed using two new stents. No patient complications were reported and the patient status is stable.